Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is not getting switched on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - (B)(6)). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the unit properly and found that there is some problem with moisture. Therefore, only the machine is kept in always in 24 hours in order to avoid from the moisture but the fse was also recommended to maintain the humidity and the fse had also performed all the functional test and also carried out the "pneumatic test". Fse had also removed the moisture from crm module. The unit was tested thoroughly and performed all the functional tests and was found working in satisfactory condition, it is now released for clinical use. There is no involvement of the patient during this incident and also no harm is being reported for the patient.